Event description:
It was reported via clinical study that the 72 yo female patient has experienced persistent muscular pain and weakness since 6 weeks post-op. The CT-scan obtained (B)(6)2023 confirmed isolated sub-scapular tear. The date of event onset is (B)(6) 2023. The actions taken was activity modification. The outcome was last known as continuing.

Manufacturer narrative:
D10. Concomitants: humeral stem or stemless 300-30-08, head 310-01-44, replicator plate 300-10-15.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, g4, h6. MDR section codes updated/corrected: b, c, d, e, f, g. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the shoulder modified activity reported is likely due to rotator cuff failure as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.